Event description:
It was reported that balloon rupture occurred. The 70% stenosed, 30mm in length, 5mm vessel diameter target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 32 x 3.50mm promus premier drug eluting stent was advanced for treatment. However, during the procedure the stent was poorly supported and failed to cross the lesion, additionally, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported. The patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a promus premier ous mr 32 x 3.50mm stent delivery system. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A shaft break was identified 23cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device tracked without issues on a 0.0140" test guidewire. The device inflated to 16 atm using an inflation aid attached to the broken section of the hypotube, held pressure and deflated (10s) and stent deployed without issues. Encore device verified before and after use using the druck gauge to 16 atmospheres. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed, 30mm in length, 5mm vessel diameter target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 32 x 3.50mm promus premier drug eluting stent was advanced for treatment. However, during the procedure the stent was poorly supported and failed to cross the lesion, additionally, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported. The patient status was stable. It was further reported that the hub/manifold was detached during procedure and inside the patient.